Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without the device to analyze, the cause of the reported positioning failure (leaflet grasping - clip not implanted) cannot be determined. The reported tissue injury appears to be a cascading effect of the reported positioning failure ( leaflet grasping - clip not implanted). The reported unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4+ and small cardiac chamber. It was noted that prior to the procedure, the patient had experienced hemorrhaging in lungs, blood clots, and difficult time ventilating. An ntw clip (21004r1087) was inserted, but the posterior leaflet was unable to be grasped. A chordal rupture was then observed; therefore, the clip was removed and replaced. An xtw clip (21013r1076) was inserted but grasping of the posterior leaflet was again difficult. The clip was slightly repositioned, and the leaflets were able to be grasped at a2/p2. However, hemorrhaging in the lungs was again observed. The clip was deployed, but mr remained at a grade of 4+. An ntw clip (21017r1095) was then inserted. Imaging was difficult when grasping with this clip and the posterior leaflet was unable to be grasp. After several grasping attempts, the patient was still bleeding, and blood clots were observed in the right lung; therefore, the clip was removed, and a balloon pump was implanted. The physician stated the mitraclips did not cause or contribute to the hemorrhage or blood clots as this issue had occurred prior to the procedure. The following day, the patient underwent mitral valve replacement surgery. It was observed the a3p3 area was torn from the annulus. It was suspected this was caused by the first ntw clip. No additional information was provided.